Event description:
The sutures broke while in use during a cerebral angiogram for right carotid artery cutting balloon angioplasty; possible stenting. The device was sent back to manufacturer. No harm to the patient.